Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09595. It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. It was also found that the patient's right ventricular lead was exhibiting loss of capture. No intervention was performed. There were no patient consequences.